Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Product was not returned for evaluation as the product remains in-vivo. Review of device history record and inspection documentation for the lot codes associated with the reported stem identified no deviations or anomalies. This device was used for treatment. Primary operative notes state that the trial femoral component had excellent range of motion and stability. "The hip, while exhibiting no shuck, did not seem at all tight when brought out to full extension." The size 13 stem was impacted in its anteverted position until it was fully seated. Final reduction was stated to have excellent stability and limb lengths. As reported, follow-up x-rays revealed a potential stem subsidence. However, the patient does not experience any limp due to leg length discrepancy or dislocation issues. Review of the complaint history for lot associated with the stem indicated no previous complaints for post-operative implant subsidence. At the time of event, the stem had an in-vivo time of two weeks. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty.

Event description:
It was reported that two weeks after primary hip surgery, a post-operative x-ray revealed that the stem has subsided.